Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, both clips did able to grasp and lock onto tissue, but were impossible to release from the catheter to deploy. The procedure was successfully completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.